Event description:
The customer reported to olympus the evis exera ii colonovideoscope, had a deteriorated outer sheath on connecting tube, deteriorated distal sheath adhesive, and worn distal cap. The issue occurred at an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found foreign objects in the plastic distal end. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; plastic distal cover has foreign objects; objective lens has a scratch; adhesive around objective lens has a chip; adhesive around light guide lens has a crack; adhesive on bending section cover or distal sheath rubber has a crack; connecting tube has coating peeling; and universal cord has coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual contains detection methods associated with reprocessing issues in ¿evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection¿, and preventative measures in ¿evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures¿. Olympus will continue to monitor field performance for this device.